Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device check. The patient had multiple ams episodes due to lead noise. The noise was reproducible with isometric exercises. With the physicians recommendation the lead was reprogrammed. The patient was stable and the lead noise will be monitored at this time.